Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. It was noted that the implantable cardiac monitor (icm) exhibited under sensing. No intervention was performed. The patient was in stable condition.